Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned, however pictures were provided. Review of the pictures confirm the "coming apart" allegation as a blue insert can be seen broken off from the base. The "rust" allegation could not be confirmed with the pictures provided. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper detergent/cleaning process used.

Event description:
It was reported that the ar-9501hc-2 is rusting and part of the tray is coming apart.